Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be torn. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and warns the patient to discontinue using the pump. On testing, the audio bolus button was not functional. The audio bolus button was removed for investigation and revealed the center plunger was missing. The audio bolus button contact was functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient states audio bolus button became unresponsive about 2-3 months ago. Patient stated she stopped using the function at that time. Patient could get the button to respond at time, but had to press hard. Denies any tears or cracks in the button, states rubber is intact. There was no adverse event associate with this complaint. The pump was replaced